Manufacturer narrative:
(B)(4), 2014. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The f/u performed on (B)(6) 2012 showed some episodes with oversensing recorded on (B)(6) 2012 (8hz signal triggering pacing inhibition on both channels). An explanation is required.